Manufacturer narrative:
Additional information: the returned tower rod reducer was evaluated. The device's screw engagement tabs were found to have fractured off, likely due to an off-axis force applied during a procedure that exceeded the tabs' mechanical strength. Subsequent to the manufacture of this device, a design enhancement was made to reduce the occurrence of this failure. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2017-00263.

Event description:
Two tower reducers were returned without explanation. An initial visual inspection was performed by zimmer biomet spine personnel and the tips were found to have fractured. No further information is currently available. This is report one of two for this event.